Manufacturer narrative:
Investigation is in process. A follow up will be sent when new information is received.

Event description:
Customer alleged that the pump is allowing liquid to flow without being turn on. There were no rate, dosage, and patient involvement reported.